Manufacturer narrative:
(B)(4).device evaluated by manufacturer:the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors..(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 99% stenosed, de novo lesion was located in the moderately tortuous left superficial femoral artery. The non-bsc guide wire crossed the lesion and the physician advanced a 3.0mmx120mmx150cm sterling sl balloon to dilate the lesion. The 3.0mmx120mmx150cm sterling sl balloon was inflated but ruptured at 10atms, upon 1st inflation. The procedure was completed with a different 3.0mmx120mmx150cm sterling sl balloon. A non-bsc stent was implanted and post-dilatation was completed with non-bsc balloon catheter. No patient complications were reported and the patient's status was good.